Event description:
It was reported that the patient experienced incontinence. Three months later, the patient had this artificial urinary sphincter balloon removed. Upon explant, a pin sized prick in the balloon was noted. A new artificial urinary sphincter balloon was implanted. No further patient complications were reported.